Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an incident occurred on may 23, 2022. The lipids, infusing at a rate of "9" were double checked by three nurses at shift change. They were supposed to run for 24 hours. While assessing the patient, a clinician realized there were no more lipids in the bag, but the chamber was about 80% full. After assessing the patient and some communication between clinicians, the lipids had run out. There was patient involvement but unknown if there was patient harm.

Event description:
It was reported that an incident occurred on (B)(6), 2022. The lipids, infusing at a rate of "9" were double checked by three nurses at shift change. They were supposed to run for 24 hours. While assessing the patient, a clinician realized there were no more lipids in the bag, but the chamber was about 80% full. After assessing the patient and some communication between clinicians, the lipids had run out. There was patient involvement but unknown if there was patient harm.

Manufacturer narrative:
Correction: date of event, concomitant med prod data (1). Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, if other specify, imdrf annex a, b, c, d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.